Event description:
It has been reported the pt lost stimulation and was unable to initiate a communication between the ipg and both the pt programmer and the charging system. Pt underwent surgical intervention to explant and replace the system ipg. No further pt complications were reported.

Manufacturer narrative:
Eval results: inspection of the returned ipg did not reveal any anomalies. The septums and header were clear and intact. The can was in good condition. The ipg did not communicate with the lab pt programmer, the lab or a lab charging system; therefore, the ipg was x-rayed. The can was then cut open (front and back) with a laser to preserve the state of the internal components. The top half of the ipg can was removed. Inspection of the internal battery revealed battery electrolyte had leaked from the weld end of the battery. The battery was removed and inspected. A weld crack was observed on the marked side of the internal battery. No functional testing was performed. The event was confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.